Event description:
The cardiologist attempted arteriotomy closure with a prostar 9 fr pvs device. The device functioned well and the cardiologist was able to deliver knots down to the sheath. However, once the device was removed and the knots were tightened to the wire, the cardiologist had difficulty regaining adequate hemostasis. The cardiologist attempted closure again with a second prostar 9 fr pvs device, but the procedure and the results were the same. He eventually was able to place an 11 fr sheath. The pt was sent to his room and was doing fine. Later the same evening, the pt's blood pressure began to drop. He was started on a dopamine drip. A hematocrit and hemoglobin was low. A CT scan showed a retroperitoneal bleed. The pt was given blood and the bleed resolved on it's own without further intervention. The pt was discharged a day later without further complications.